Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va09evr, implanted: (B)(6) 2013, product type: lead.

Event description:
A manufacturer representative (rep) reported that the patient had fluid build up and an infection at the lead site related to a fall that they had as of date notified. Heavy antibiotics were administered to try and help resolve the issue, and the lead was explanted on date notified as well, but the issue was not resolved at the time of the report. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported a new ins was implanted on (B)(6). No further complications are anticipated.